Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, heavily tortuous left anterior descending de novo artery that was 98% stenosed. A 2.50x48mm xience xpedition stent was deployed and a proximal edge dissection occurred. A new xience xpedition was used to cover the dissection and complete the procedure. There was no adverse patient sequela reported. No additional information was provided.